Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Complaint history reviewed. Product not returned for evaluation. No lot/catalog number provided. Cause of revision is unknown. Conclusion: no conclusion can be drawn.

Event description:
There was 1 alleged revision from (B)(6), 2009 to (B)(6), 2009 reported in the (B)(6) orthopaedic association national joint replacement registry. No additional information was available as to the cause of the revision.

Event description:
There was 1 alleged revision from (B)(6) 2009 to (B)(6) 2009 reported in (B)(6). No additional information was available as to the cause of the revision.